Event description:
It was reported that during a lap right hemi colectomy procedure, shear progressed though self-test without any problems, however, when the max button was depressed a solid tone resulted. When the min button was depressed, it appeared to work without any problem. A new device was opened, followed by a new hp054. Surgery was prolonged ten minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.